Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer increased the morning food bolus dosage and delivered too much insulin. Customer blood glucose was 65 mg/dl. Customer addressed low level by eating. It is unknown what method customer used to deliver the food bolus and customer did not respond to multiple follow up attempts.